Event description:
The following was reported to hamilton medical ag: the hospital staff contacted me to inquire about this, so please let me know. I was using this c6 on a patient when an alarm went off and te255011 appeared on the screen. Replacement of ventilator no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).